Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The reported not charging with the returned battery was confirmed via functional testing.  Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Review of the manufacturing documentation confirmed that the associated battery met all requirements for release. Analysis of the battery revealed that the device failed to meet specifications.  The device passed visual inspection but failed functional testing as a result of a defective soldering on the cable assembly to the printed circuit board and a defective weld between cell pairs. In addition, the battery exhibited a high max error of 10%, indicative of a unit that is out of calibration.  It is likely that the defective soldering and welding contributed to the out of calibration condition. The manufacturer has opened an internal investigation to evaluate soldering and welding problems with lishen cells.  The most likely root cause of the reported not charging may be attributed to a defective soldering and welding, which likely contributed to the out of calibration condition.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the battery does not charge. The battery was replaced. There was no effect on the patient. No further information is available.